Manufacturer narrative:
Exemption number e2017019. Siemens healthineers malvern USA (importer) is submitting the report on behalf of siemens healthcare gmbh, kemnath (manufacturer). Siemens has completed the investigation of the reported event. This event arose from the potential of patient injury due to the user intentionally disabling the system automatic motion protection (amp). If the amp is disabled, the automated field sequence may result in a collision of the system with the patient. The reason for the user disabling the system (amp) is unknown but the customer stated that its disabling was on purpose. Though there is no allegation of system malfunction, further understanding of the how and why the system amp would have been disabled was investigated. The amp can be deactivated on the control console in a password-protected service mode by a siemens service technician. The implementation of such an option (enable/ disable) is needed for service purposes. With a special training the customer (physicist) or "user" can also obtain access to this layer of the service mode with the intention to configure and to parameterize the amp functionality in order to be able to treat patients as successfully as possible (e.g. Where special accessories are recommended). If the movement protection is disabled, the user will be notified by the system in the record and verify (r&v) mode. Siemens informed the customer that the amp must be enabled. Therefore, if the following prerequisites are fulfilled before treating a patient with disabled amp the risk /benefit ratio of the system is still considered acceptable per treatment delivery system ra (B)(4): the user is programming an autosequenced treatment considering the used accessories and the necessary clearance between gantry and patient. The programed autosequence does not have a potential for a collision of the system with the patient. The user is performing a dry run prior to the patient´s treatment as recommended in the user manual. The user is monitoring the patient and the system during the treatment. If the user is monitoring the system, he shall stop the automatic motion of the system by pressing one of the motion stop buttons in case of a potential collision. The reported event occurred in germany: (B)(6).

Manufacturer narrative:
Exemption number e2017019. (B)(4). Siemens has completed the technical investigation of the reported event. The root cause has been identified as inadequate fixation of the patient's hands during movement (as described in the associated user manual), so that the fingers could be caught between the system table top and the frame. The technical investigation of the table showed that the gaps between the patient tabletop and the table support (frame) are within specification. There was no general design issue identified. Siemens communicated a recommendation to the local service organization to adjust the tabletop supporting rollers so that it would not be in the upper limit of the specified gap distance, thus reducing the gap. Siemens also recommended immobilization of the patient's hands with straps or arm supports during movement, so the fingers can't be caught. Lastly, siemens recommended the installation of the new cable deflectors or adjust the existing deflectors properly. Siemens has completed the investigation of the reported event. This event arose from the potential of patient injury due to the user intentionally disabling the system automatic motion protection (amp). If the amp is disabled, the automated field sequence may result in a collision of the system with the patient. The reason for the user disabling the system (amp) is unknown but the customer stated that its disabling was on purpose. Though there is no allegation of system malfunction, further understanding of the how and why the system amp would have been disabled was investigated. The amp can be deactivated on the control console in a password-protected service mode by a siemens service technician. The implementation of such an option (enable/ disable) is needed for service purposes. With a special training the customer (physicist) or "user" can also obtain access to this layer of the service mode with the intention to configure and to parameterize the amp functionality in order to be able to treat patients as successfully as possible (e.g. Where special accessories are recommended). If the movement protection is disabled, the user will be notified by the system in the record and verify (r&v) mode. Siemens informed the customer that the amp must be enabled. Therefore, if the following prerequisites are fulfilled before treating a patient with disabled amp the risk /benefit ratio of the system is still considered acceptable per treatment delivery system ra (B)(4) ega 701 03 p. 297: the user is programming an autosequenced treatment considering the used accessories and the necessary clearance between gantry and patient. The programed autosequence does not have a potential for a collision of the system with the patient. The user is performing a dry run prior to the patient´s treatment as recommended in the user manual. The user is monitoring the patient and the system during the treatment. If the user is monitoring the system, he shall stop the automatic motion of the system by pressing one of the motion stop buttons in case of a potential collision. The reported event occurred in (B)(6).

Event description:
It was reported to siemens that during onsite maintenance of the oncor avant-garde system, the customer service engineer discovered the automatic motion protection (amp) had been deliberately disabled by the customer after installation of sw 9.2.502. It is unknown exactly when the amp was disabled but it was discovered disabled by siemens on (B)(6) 2018. Though there was no report of patient injury, mistreatment, or interruption of patient treatment, the amp algorithm predicts potential collision during user-programmed auto-sequences of treatment fields. If the amp is disabled, the control console cannot predict potential collisions. This event is being conservatively reported because if the amp is disabled, there is a potential for the automated field sequence resulting in a collision of the system with the patient, resulting in serious injury.